Event description:
Event description guidant received information that this ventricular lead had increased threshold measurements and poor sensing. Subsequently, it was determined by x-ray that this lead was fractured near the terminal pin.